Event description:
It was reported the patient¿s programmer ¿pooped out.¿ it was noted the patient was not able to adjust stimulation. It was further noted a ¿call your doctor¿ icon and out of regulation (oor) message were displayed. The reporter stated the oor message was displayed after the patient placed the antenna over the implantable neurostimulator and pressed the sync button. It was noted the patient had seen the oor message once before. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger, product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012: product type lead. (B)(4).